Event description:
It was reported that while opening the packaging, a piece of paperboard was inside. The foreign particle has been attached to the bottom of the packaging. Another product was used.

Manufacturer narrative:
Additional info will be provided once investigation is completed.